Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of fentanyl at 950.7 mcg/day and 8.4 mg/ml of bupivacaine at 3.9931 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump experienced a motor stall and recovery. It was reported that the pump logs were read and the motor stall and recovery had occurred on (B)(6) 2017. No symptoms were reported. Additional information was received from the manufacturer's representative on (B)(6) 2017. The initial reporter information was provided. It was unknown what interventions, troubleshooting, or causes were related to the motor stall. No further complications were reported.